Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had pacing impedance greater than 2000 ohms. Lead fracture was suspected. Programming changes were completed to address this issue. The patient was stable.

Event description:
New information received indicated the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2023. The patient was stable during and following the procedure.